Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No unexpected pump error 24 alarm found during testing or in the device history file. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. Customer stated that insulin pump performed safety checks and an error was found. Customer stated that insulin pump had critical error of alarm is generated when a power failure is detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.